Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/30/2024. Additional information was requested, the following was obtained: what was used to complete the procedure? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: original description : the suture was broken during use at the time of wound closure. Correct description : when the surgeon tried to reinforce the damaged part of the colon with da vinci, suture broke four times in a row. Qty of product involved : 4 to 3. Qty to be returned : 4 to 1. Events reported via: 2210968-2024-00253 and 2210968-2024-00254.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2023 and suture was used. During the procedure, when the surgeon tried to reinforce the damaged part of the colon with da vinci. The suture was broken during use at the time of wound closure. This happened in 3 sutures in a row. No adverse patient consequences were reported. Additional information was requested.